Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to b5 of the initial report. The user reprocessing method was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5), results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user. - suctioning water was not performed for biopsy channel nor suction channel at precleaning. - flushing was not performed for auxiliary water channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - foreign objects in scope: pae. - there are many "bio film" like debris are adhered inside the instrument channel: pae. - due to a dent on scope connection cover, water tightness is lost. - air/water cylinder has discoloration. - channel mount unit has corrosion. - light guide lens has corrosion. - adhesive on bending section rubber has visible thread. - due to wear of angle wire, bending angle in down direction does not meet the standard value. - universal cord has buckling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test. According to the investigation results, reprocessing steps by the user had deviation from IFU at the location where bacteria were detected. Therefore, we it can not be denied the possibility of insufficient reprocessing due to the deviation. Event 2: many biofilms in biopsy channel: the following deviation was confirmed by review of reprocessing steps provided by the user. It is likely that the event occurred due to the reprocessing deviation. Suctioning water was not performed for biopsy channel nor suction channel at precleaning. Event 3: foreign material adhered to the device: no obvious deviation from IFU at the location where the foreign material was adhered to from the review of the reprocessing steps provided by the user. Therefore, cause of the event could not be specified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is neodisher endo(r) clean. The steps performed in pre-cleaning is flushing the air/water channel. The device is manually processed with an endoscope cleaning brush set (reference endoflex nebs41221-g-set01) model cleaning brush, mechanical disinfection, and neodisher endo(r) clean detergent. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, and the distal end / areas around elevator. The device is processed in a wassenburg rgd e automated endoscope reprocessor (aer) with endo high detergent detergent and endo high paa disinfectant. The device is hung vertically in a simple cabinet with out any drying function. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.